Manufacturer narrative:
The investigation was based on the description of the event and the reported error codes. The device was not available for the investigation and log files were requested, but not provided. The customer further informed dräger that the device will not be repaired and will be taken out of service permanently due to its age. The reported error codes indicate a problem with the supply voltage when operating the gas mixer. This problem can be caused by either a compressed gas supply which does not provide the required flow or a sticky tappet in the gas mixer. As no further information was provided, a root cause could not be determined. The device reacts to this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters.

Event description:
It was reported the vent rebooted while on a patient. No injury was reported.